Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). The stent remains implanted and the delivery system was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The graftmaster coronary stent graft system instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. The investigation determined a conclusive cause for the reported failure to seal the perforation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a graftmaster stent was implanted in a perforation in the proximal left anterior descending (lad) at maximum 24 atmosphere (atm); however, only a partial seal was achieved and a leak remained in the center of the stent. Balloon angioplasty was performed and protamine administered, sealing the perforation. The graftmaster did not cause or contribute to complications or adverse patient sequela. No additional information was provided.